Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: a1,b5: during subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that it was reported by the sterile processing department ¿spd¿ that the seal/seam on top of the impactor device was cracked. It was observed that the device was not sealed and leaking. It was further reported that it was assumed that water was leaking from cleaning/washing. The reporter further indicated that the device was not used in surgery. There was no patient involvement reported. All available information has been disclosed. H6: based upon the additional information received from the reporter, an additional medical device problem code of fracture was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition that the device was leaking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device housing was cracked/broken. The device was functionally tested and was found to fail a number of tests due to the housing being cracked and damaged, and the battery connection terminal housing being out of position and bent. It was noted that the device would not operate because the battery pack could not be engaged due to the damage. The damage is consistent with the device being dropped. Therefore, the reported condition that the device was cracked was confirmed. The assignable root cause was determined to be due to traced to user which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the impactor device was leaking from the seam on top. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.